Manufacturer narrative:
Device responded to button presses. No unresponsive button noted. No damage to the keypad assembly noted. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert or power loss alarm noted during testing or in the device trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was showing strange things it show manual bolus, then cancel the screen moves on its own. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers were not ramping on their own. The scroll bar was moving with no input. The customer stated that they programed the insulin pump and it alert low battery. The customer would take it out and put the same one back in. The customer reported frequent battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.